Event description:
The device appears to be seated in a periosteal flap and not in bone. The patient has to wear a tight headband to get the device to work. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery is yet to be scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.